Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they had recurring insulin flow block alert and the alarm did not occur during fill tubing. Customer's blood glucose level was 7.0 mmol/l at the time of incident. Customer stated that the event was resolved by reservoir change. The reservoir will not be returned for analysis.